Manufacturer narrative:
(B)(4). Received and verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and has two components disassembled / missing. The components were not returned. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported a tasp was returned with two missing bearings on a worn instrument claim form. No additional information available.